Event description:
It was reported that the superior vena cava (svc) impedance of the right ventricular (rv) lead was high when measured automatically or manually. It was also noted that the impedance trend has been increasing gradually. The lead is still in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 7232cx implantable cardioverter defibrillator (ICD): (B)(6) 2007.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, there was a lead warning alert, and the impedance trend on the svc (superior vena cava) defibrillation coil was rising. Maximum svc impedance rises slowly from 65 ohm the week ending (B)(6) 2012 to greater than 100 ohms the week ending (B)(6) 2013. An svc(hvx) lead impedance alert occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.